Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during intra-op for a patient undergoing deformity surgery spinal procedure with a diagnosis of deformity. It was reported that, sleeve used while screwing pedicle screws. The tabs broke off the sleeve. The tabs broken off after several months of use. There were no fragments of the broken instrument left inside the patient. There was a delay of 5 minutes occurred as a result of this event. No symptoms or complications reported.